Manufacturer narrative:
Device investigation: the catheter has a single axis bend in the hypotube distal to the hub. A 0.026" mandrel was introduced into the hub and stopped immediately before the kink. The catheter is non-functional. Conclusion: the damage seen agrees with the damage reported. This sort of damage could be caused by rough handling during transport or handling when unpacking the device. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Two 026 reperfusion catheters were opened and upon examination of both catheters, it was determined that there were kinks in the catheters distal to the hub, in the area of the black strain relief, rendering the catheters unusable. This MDR is associated with MDR 3005168196-2010-00608.